Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) was not reviewed because the lot number was not available. However, all records from manufacturing lots were reviewed to ensure that products were released meeting all quality release specifications at the time of manufacture. Two complaint samples were returned for reviewing. The samples were evaluated by visual inspection and pump testing. The result found leakage occurred at the connection of the adapter to the silicone tube due to damage. The complaint sample confirmed the reported condition. The analysis conducted during a previous investigation was focused on the center six cavities of the tool used to make the device. It was learned that the material filled faster in the center cavities compared to the rest, creating a backfill condition where the material flows into the other tubes, which are filling slower. A new mold-flow analysis was conducted on the current tool used to produce the device to understand its current state. It was confirmed that air bubbles were caused by the backflow effect. The backflow is a function of the tool design. Following the result, tooling modifications were developed, and an analysis simulation was completed, including analysis of the modifications impact on the backflow condition. The work orders were updated. Training was done to include the inspection of parts for air bubbles. A validation of the new plates and tools for the molding process of joey tube have been successfully completed. Product that was in-house was evaluated for the non-conforming condition. The use of a light table was implemented to aide in detecting air bubbles during inspection. A sort operator was added to the process to conduct a 100% in line inspection of the parts. A quality alert was created to highlight the condition and bring greater operator awareness, and both quality and production personnel were trained. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported leaking occurred from the connecting part to the adapter. There was no harm to the patient.